Event description:
It was reported during biomed testing, the lower display did not come up when the menu button key was pressed and the display has only a faint line on the bottom of it. It was also reported the lower menu screen was blank. The upper screen is ok. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification. It was also noted that the upper case and one bail cover was broken and the ring was bent.